Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced neuropathy peripheral ("nerve issues in arms, legs, and feet"). In 2014, the patient was found to have breast cancer female ("tumor / teratoma / cancer type: breast cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (breast removal, dilatation and curettage and hysterectomy (full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, iron deficiency anaemia, dysmenorrhoea, abdominal pain, back pain and vaginal hemorrhage had resolved and the psychological trauma, fatigue, alopecia, nausea, visual impairment, weight decreased, neuropathy peripheral and breast cancer female outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, breast cancer female, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, nausea, neuropathy peripheral, pelvic pain, psychological trauma, vaginal hemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in explant dates: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma, thrombocytopenia and postmenopausal bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced neuropathy peripheral ("nerve issues in arms, legs, and feet"). In 2014, the patient was found to have breast cancer female ("tumor / teratoma / cancer type: breast cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (breast removal, dilatation and curettage and hysterectomy (full) and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, iron deficiency anaemia, dysmenorrhoea, abdominal pain, back pain and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, nausea, visual impairment, weight decreased, neuropathy peripheral and breast cancer female outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, breast cancer female, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, nausea, neuropathy peripheral, pelvic pain, psychological trauma, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in explant dates: (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), autoimmune disorder ('autoimmune disorder') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, iron deficiency anaemia, dysmenorrhoea, abdominal pain and back pain had resolved and the psychological trauma, fatigue, alopecia, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, visual impairment and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events ; pelvic/ abdominal, back, chronic, menorrhagia (heavy menstrual bleeding),anemia, autoimmune diagnosed, psych injury, fatigue, hair loss, nausea, vision problems, weight loss were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced neuropathy peripheral ("nerve issues in arms, legs, and feet"). In 2014, the patient was found to have breast cancer ("tumor / teratoma / cancer type: breast cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (breast removal, dilatation and curettage and hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, iron deficiency anaemia, dysmenorrhoea, abdominal pain, back pain and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, nausea, visual impairment, weight decreased, neuropathy peripheral and breast cancer outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, breast cancer, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, nausea, neuropathy peripheral, pelvic pain, psychological trauma, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in explant dates: (B)(6)2018, (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet received: new events - neurological conditions or problems type: nerve issues in arms, legs, and feet, tumor / teratoma / cancer type: breast cancer, abnormal bleeding (vaginal) were added. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.